Manufacturer narrative:
Info from the journal of surgery; no additional info available. Note: case 3 did not have any complications indicated in the article. Journal of surgery (online version issn 0718-4026) doi 10.4067/s0718-40262009000400008, santiago, chile. Dr. Ocara misael, gino caselli, caelli bruno, claudio benavides, laura flores.

Event description:
Related to MFR report 2183959-2010-00429; - 00431. Event info from the journal of surgery, "artificial sphincter for anorectal reconstruction. Preliminary report and review of surgical technique." The article indicated that between 2003 and 2007 four pts were implanted with ams artificial anal sphincters. The first pt had a severe lesion of unk etiology obstetric anorectum. Two pts had congenital anorectal malformation (agenesis rectal) and the last pt (case 4) underwent abdominoperineal resection for low rectal cancer. This report is on case 4, with an abdominoperineal resection for low rectal adenocarcinoma with compromised sphincter. This was stated to be managed with neoadjuvant therapy. A perineal colostomy was performed in conjunction with the ams artificial bowel sphincter (abs). The pt was stated to have an infection and granulomas 4 months after the surgery. The abs device was explanted.